Manufacturer narrative:
(B)(6). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified as f-67 (supply voltage of cpu circuitry is too low) and was identified during functional testing and the event history log review. The cause of the condition was determined to be the cpu board had false contacts. The cpu board and connecters were cleaned to avoid false contacts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was losing programming. There was no patient involvement. No additional information is available.